Event description:
It was reported that the patient is on a holter monitor and there is an observation of an occasional missing ventricular pace on the holter strip. The missing pace occurs intermittently on a 1 hour 30 second schedule. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)